Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the user broke multiple ilet connectors and cartridges while attempting to twist and attach the connector to the cartridge, consistent with a device fitting problem involving the connector/coupler; blood glucose levels were not affected, and no alerts or alarms occurred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and trainer. Investigation of this case revealed a mechanical problem consistent with improper fit or turning resistance at the connector/coupler interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.